Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the temperature display of the extension cord was unstable.

Manufacturer narrative:
The reported event is confirmed. One temperature cable was returned without the original packaging. Using a multimeter, the cords were tested for and found to have continuity. Visual inspection of the sample noted set up water bath test and connected to the (in-house) generated reading matching thermometer at 36.9c when plugged directly into sensica. Using (in house) catheter and adapter, both extension cords were plugged in an attached to the kilo device and the temperature displayed erratically reading and ranged from 32.8 c to 37c. This does not meet specification per ip0300170, revision 7. The instructions for use were reviewed for this investigation and found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the temperature display of the extension cord was unstable.